Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact on the customer's blood glucose level. The customer completed steps to remove air from the cartridge and understood the advice to use room temperature insulin. Customer reverted to an alternate method of insulin delivery.